Event description:
Event description guidant received information that this right ventricular lead dislodged shortly after the implant procedure. The patient was asymptomatic and was scheduled for a lead repositioning procedure within two days of the original implant procedure.